Event description:
The user facility reported that the camera head was ¿broke¿. The issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, it was observed that no image was displayed due to a faulty ccd (charge coupled device) unit. This report is being submitted for the malfunction found by service during the device evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The inspection and testing by service found that the faulty ccd caused the image not to be displayed. The failure of the ccd unit could not be identified. In addition, the video connector was cracked due to physical damage from external forces. Based on the results of the investigation, a definitive root cause could not be determined. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Olympus will continue to monitor field performance for this device.